Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the crossflow pump was performing as if the pump pressure was set high when it was not. It seems almost like the wash function was stuck on. There was rapid swelling of joint, but no additional medical intervention was required.